Manufacturer narrative:
Date of event: unknown; an exact date not provided; however reported as from 2 weeks to 3 months post implant. To date, the intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the intraocular lens to date remains implanted; therefore, not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. No non- conformance reports were identified that was related to the reported event. The device manufacturing procedures were performed as required. The units were released according specification in compliance with the product intended use as required. Sterilization was processed and no deviations were found that affects the sterility of the device. A search on complaints revealed no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who underwent lens implant has endophthalmitis (non-bacterial), and suspicion of corneal deposit in the 2 weeks to 3 months after the surgery. Doctor prescribed rinderon (antibiotic/anti-inflammatory medicine). Once the medicine was stopped/completed, the symptoms recurred. Therefore, the doctor has continued the administration of the medicine. At this time, doctor reports a minor inflammation and is taking a wait-and-see approach with a possible lens explant. No further information was provided.